Event description:
Info received indicates the bed had an issue with reverse trendelenburg. The technician repaired the bed by removing and repositioning reverse trend valve on the hydraulic block, but afterwards the foot hi/low would not stay up and would drift down then not go up at all.

Manufacturer narrative:
The technician replaced the hydraulic block to repair the bed.